Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 49 mg/dl at the time of the incident. The customer was at 70 mg/dl at the time of admission, and 88 mg/dl at the time of the call. The customer's spouse that the low blood glucose was treated with food. The customer experienced symptoms such as shaking and fever. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer's spouse also reported that they were having sensor issues and had a urinary tract infection. The insulin pump will not be returned for analysis.